Event description:
Follow chiari procedure; fluid accumulation was noted two weeks post op. The surgeon opened the incision and noticed the durapatch had fully absorbed from the center out to suture line. Tiny fragments of patch were left in suture line. In 2000 ethisorb remnants were removed and replaced with dura guard.